Manufacturer narrative:
A beckman coulter field service engineer (fse) was sent to the customer site. The fse replaced the collar wash valve to resolve the issue. (B)(4).

Event description:
The customer reported obtaining false low cr-s (creatinine) and gluh (glucose) results and a leak from reagent probe a on the unicel dxc 600 pro synchron system. The customer did not report the false low results outside the laboratory. The customer repeated the samples on an alternate dxc and obtained results considered correct. There was no effect to patient treatment in connection to event. There was no customer exposure to any leak.